Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400s (pc 400) and a non-penumbra microcatheter. During the procedure, while advancing the pc400 into the target location, the pc400 unintentionally detached. Therefore, the physician used a snare device to remove the pc400. The procedure was completed using a ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pet lock was broken, and the pull wire was retracted from the pusher assembly ddt. If the proximal end of the pc400 is forcefully mishandled during use, the pet lock may separate, and the pull wire may retract from the pusher assembly ddt. If this occurs, the embolization coil may detach from the pusher assembly. Further evaluation of the device revealed that the pusher assembly was kinked, the embolization coil had offset coil winds and the sr wire was fractured. These damages were likely incidental to the complaint. The offset coil winds and the sr wire fracture likely occurred due to snaring the device to remove from the procedure. The kink in the pusher assembly likely occurred during packaging the device for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.